Event description:
Reporter used patch in 2007 on back for 3-4 hours. She started to feel irritation and when she removed patch, some skin came with it. She went to emergency room 2 days later for second degree burns on back. She was given morphine injection and silver sulfadiazine cream.